Manufacturer narrative:
(B)(4). Batch number ==> p57e9x. Investigation summary ==> the analysis found that one plee60a device was returned with no apparent damage and with two cartridges reloads present. The cartridge gst60g was received fully fired. The cartridge gst60d was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process photographic analysis: photos were received. The first and second pictures shows a green cartridge inside of a plastic bag, the cartridge appear to be fully fired. The third and fourth pictures shows tissue with several staples present, unformed staples can be seen. Based on the photo alone the event describe is confirmed.

Event description:
It was reported that during a laparoscopic partial gastrectomy, the patient had under went a previous gastric bypass and when the surgeon went to fire over an old staple line on the first fire with a gold reload, the device locked out on tissue. Because of the tissue thickness the surgeon went with a green reload. When the device was fired it did not deploy all of the staples and the tissue was milking out of the tip of the device. Some of the staples were crumpled so surgeon could not fire over the same location. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch number : p57e9x. Investigation summary : the analysis found that one plee60a device was returned with no apparent damage and with two cartridges reloads present. The cartridge gst60g was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. The cartridge gst60d was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.